Manufacturer narrative:
All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. PMA 510(k): the product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. Mfg date: the lot number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported that during a recurrent parietal tumor resection surgical procedure, it was observed that the craniotome device was detached from the motor device; however, the drill bit device remained in the drill device. According to the reporter, the issue was discovered after using the footplate to remove the bone flap during the procedure. It was reported that the motor device was in use for approximately five minutes before the issue was discovered. It was reported that the user was supposed to switch to a fluted router device, but upon switching to another attachment device and drill bit device, only the craniotome attachment device was removed while the drill bit device would not come off. There was a fifteen minute delay to the surgical procedure. A spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that an incident report or voluntary medical device report was filed; however, the reporter was unable to provide additional information regarding the report. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The product code was reported as unknown in the initial report. It has been updated as a-crn-g1; therefore, brand name, common device name, serial number, 510(k) and device manufacture date have all been updated accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed that the burr device was stuck inside the handpiece device. The unit was examined and it was determined that the burr device was stuck in the device. It was determined that the handpiece device without the attachment device assembled was placed in the run position and the user assembled (couples) the cutter device, which locked them together and therefore, could not be disassembled. The unit was assessed and passed all manufacturing specifications. It was determined that the device was not the cause of the failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.